Manufacturer narrative:
One bl3170 stellaris handpiece with serial number (B)(4) was received with a purple needle tip, blue irrigation sleeve and a test chamber attached. The original pack label was not returned. The part number and lot number of the pack cannot be verified or determined. The components are dirty with particulates, saline dentrites and dried solutions are visible in and on them. One large particle is visible between the blue irrigation sleeve and the purple needle tip. The purple needle tip is bent and there are several areas on the needle shaft that have faded. There are some scratches visible on the hub of the needle. The particle was rinsed from the sleeve using isopropyl alcohol. The particle broke up into many smaller particles. The largest being approximately 60 microns. Many of the particles are dark in color and some are white or very light blue. These particles have been sent for analysis. Additional information regarding the patient''s status has been requested.

Event description:
At the beginning of the cataract surgery during the sculpture phase, metal pieces appeared in the eye. Some metal pieces remain in the eye at the level of the iris and two large pieces were found between the needle and the sleeve.

Manufacturer narrative:
Correction: adverse event. Correction: serious injury. Original event was reported as a malfunction however it should have been reported as a serious injury.

Manufacturer narrative:
The lab report states an eds analysis indicated that the particles from the bl3170 filter consists primarily of aluminum. Lesser concentrations of carbon, silicon, iron, chlorine, calcium, phosphorus, sulfur, and oxygen were also detected. This is consistent with aluminum metal and mineral deposits. The device history review revealed no anomalies.